Event description:
A customer reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and arranged for a pump replacement as a resolution. The customer was informed they would receive a pump with updated software. Instructions were provided for storage mode and returning the problematic pump to tandem. The customer understood the steps to take upon receiving the replacement and requested a signature upon delivery.